Event description:
A customer contacted beckman coulter inc. (Bci) regarding false negative psa results generated by the access immunoassay system for two patients. Customer tested a sample for psa and obtained a result of 0.08ng/ml. Upon repeat, the result was 7.65ng/ml. A sample obtained from another patient gave a result of 0.23ng/ml. The repeat results for this sample were not supplied. The erroneous results were reported outside of the laboratory. It is unknown if there was an affect to patient or user with regards to this event.

Manufacturer narrative:
Patient specimens were collected in serum tubes with gel. No centrifugation data was supplied to date. The last system check report, dated 2008 shows all portions passed within specifications. Qc data was recovering +/-2sd of established mean prior to and on the day of the event. Event log did not display any system errors occuring at the time of the event. A field service engineer will be going on-site to perform system verification. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.